Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: part #: 03.010.146, lot #: u131782, supplier lot #: u131782, supplier: orchid unique, release to warehouse date: 05 may 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review: null.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the threads were broken, worn and the nail would not attach. No broken fragments retained in the patient. Hospital was able to find an alternative device so there was no patient impact. There was a surgical delay of ten (10) minutes. The procedure was completed successfully. This report is for one (1) cann connecting scr w/internl thrd f/percutan insertn handle. This is report 1 of 1 for complaint.